Event description:
It was reported that the patient was not feeling well and went to the hospital where the patient experienced syncope. The right ventricular lead had high bipolar impedance and was suspected to be fractured. It was noted that during the initial implant of the lead there was difficulty placing the lead subclavian due to patient anatomy and the internal jugular had to be used. The lead was deactivated and was subsequently replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: (B)(4) implantable pacing lead (B)(6) 2009.